Event description:
Account states they are getting erratic hemoglobin results with their analyzer. The incorrect results have not been used to guide therapy. The field service rep found the incorrect results were caused by bad valves and repaired the instrument by replacing the valves.